Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing, including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) titanium transfer set was leaking from the twist clamp. The leak was observed during use for pd therapy at the hospital. The leakage was observed when the physician started the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.